Event description:
In this event it was reported that an aseptico endo dtc motor failed to auto-reverse properly, possibly causing a file to separate; event outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.

Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation events will be reported via asr, as appropriate.